Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was playing basketball and the pump touch screen became shattered and unresponsive on the shattered area. The customer's blood glucose was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.